Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm after self test. Customer stated that self test was passed. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The insulin pump was returned for audio anomaly and pump error alarms found on (B)(6) 2019 . Thus and carelink software was utilized and downloaded trace/history files properly. The insulin pump passed displacement test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error alarm noted during self test and confirmed in pump history (variableinfo = 3) on (B)(6) 2019 at 13:57:12.000. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer ring, cracked keypad overlay, and label damage. Audio anomaly not confirmed during testing. However, pump error alarm noted during self test and confirmed in pump history (variableinfo = 3) on (B)(6) 2019 at 13:57:12.000 due to broken trace at pin #1 (vdd) on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.